Event description:
According to the reporter: during use the device broke while in the patient. There was no report about a piece falling into the patient. The second device also broke during the process of putting it into the cavity. No further report of patient injury or issue was made.